Manufacturer narrative:
One (1) used list # (B)(4), spinning spiros (lot # unknown) and one (1) bd alaris pump set were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely in the rotational direction. No spline damage was observed. Drug residuals were seen within the spiros housing but outside of the fluid path and within the spin mechanism of the spiros. The female luer of the spiros was securely connected to the male luer of the bd pump set. No damage or anomalies were identified. The spiros was leak tested and leakage was observed from the area of the o-ring/poppet interface. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no lot number was provided.

Manufacturer narrative:
The device involved is pending for evaluation.

Event description:
The event involved a spiros that leaked chemotherapy medication from housing during patient use. The nurse saw the leaking and the product was not reprocessed or re-sterilized prior to use. There was no harm, no adverse event and unknown delay in therapy.